Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the gas blender. The incident occurred in turkey. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electronic gas blender egb installed in april 2026 displayed an alarm and the air+o2 value dropped to half of the set value. The essenz cockpit screen also displayed the alarm message : "set values could not be reached." Affected gas blender was tested with different flows and the alarm persisted. Also, pressure readings from the hospital were checked and found with no problems. Replacing the device solved the problem. There is no report of any patient injury.